Event description:
It has been reported to philips that the z-rotation suspended cover falls off. The device was not in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed that there was malfunction with cover of l arm which kept falling off. Upon further investigation, customer informed that there were worn out or missing clips. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.